Event description:
It was reported that the patient presented with a bacterial serratia implantable cardioverter defibrillator (ICD) pocket infection. The patient experienced discomfort, fever, swelling and vegetation was found on the aorta. Intravenous (IV) antibiotics were administered and the ICD and leads were explanted. No further patient complications have been reported as a result of this event. Reference report mw5147379. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).